Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that stimulation goes down the patient¿s left leg but not their right leg. The right leg was the one that hurt and the patient was in severe pain. Using the patient programmer during the call, the patient was in group b at 4.10v and changed to group a at 2.9v. It was reported that the patient could go up to 4v and was now feeling stimulation on both sides. It was now working and the patient would not be in pain per the report. These issues had started on (B)(6) 2017. No further complications were reported.